Manufacturer narrative:
(B)(4). Batch #: unknown date of event: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the lower jaw came apart along with the blade. This happened under vision and the broken pieces were fully retrieved. There were no adverse patient events.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device and tyvek were received. Visual analysis of the returned sample revealed that the nslg2s35 device was returned with the upper jaw detached and the iblade broke off returned. No issues were observed with the electrode and ceramic. The device was connected to the generator and it was recognized. Because the jaw and iblade were detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and iblade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.